Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol therapeutics reported it was learned that the managing physician did not feel that the patient experienced an adverse reaction. No additional information was provided. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown baclofen (concentration and dose unknown) via an implanted pump for multiple sclerosis and intractable spasticity. It was reported the patient¿s pump was at ¿375¿ and she had another neuro healthcare provider (hcp) that gave her a second opinion that the pump medication should be ¿all the way down¿ instead of ¿all the way up¿ because of a complication she had with the pump was implanted. The patient did not think it was problem with the pump itself, but a problem with the implanting physician when the implanting hcp touched the patient¿s spine. The patient did not think the hcp should put baclofen pumps in and it was reported when the implanting hcp went in through l5 and after the surgery was done, the patient had a compressed fracture on the l5. Because of that she could not walk and was ¿paralyzed.¿ the patient wanted to know if she could have the hcp take all of the medication out and let the pump stay inside her. It was reviewed it was possible for the hcp to put saline in the pump, but recommended the patient follow up with the hcp. It was noted because the patient was ¿not walking and they kept on raising it but it was not really doing anything really for the spasticity, sometimes I get a little relief, sometimes I don¿t, the other doctor felt if it was lower and because I was walking previously, that maybe that would get me back to where I was before.¿ again, it was reported she could not walk and was paralyzed and she thought it was because of the physician damaging her spine. The patient would love to take the pump out, but was afraid of another hcp going in and touching her spine. Physician listings were sent to the patient. The patient was in a little pain because of the spasticity, but she was ¿walking.¿ prior to getting the pump, it was noted she would get spastic in her femur (¿upper legs¿) and sometimes the spasticity would go away. The patient experienced that spasticity in the femur (¿upper legs¿) now after the pump and that ¿nothing was different.¿ it was reported the hcp that was taking care of her at the hospital when she got the pump implanted, never documented when the pump¿s medication was adjusted (up or down). The patient was in the hospital for twenty days when it should have been one. The patient confirmed that these problems started since implant of the pump. There was no out of box failure. The reporter was redirected to follow-up with the hcp to address concerns with therapy/symptoms. The event date was (B)(6) 2017 (since implant). No further complications were reported/anticipated or expected.